Event description:
Caller reported a malfunction on the pump, indicating a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.